Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral perforation and urinary incontinence with this artificial urinary sphincter (aus), leading to a surgical procedure. The device stopped working one year before the surgery. All components of the existing aus were explanted. After approximately five months, the patient had a new aus implanted. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral perforation and urinary incontinence with this artificial urinary sphincter (aus), leading to a surgical procedure. The device stopped working one year before the surgery. All components of the existing aus were explanted. No additional information was reported.